Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the headlight cover was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 2nd december, 2022 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the upper headlight cover was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Previous b5 describe event and problem: on 2nd december, 2022 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the headlight cover was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 2nd december, 2022 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the upper headlight cover was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous h4 manufacture date: 2017-04-26. Corrected h4 manufacture date: 2017-06-13. Getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the upper headlight cover was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on information gathered, defective s/a lower cover with dimmer - l50 (ard368608998) and l50 - s/a upper cover with fork v3 (ard368609996) replaced. After replacement of the faulty part, the device was released for further use. It was established that when the event occurred, the surgical light did not meet its specification due to headlight cover cracked, which could be considered as technical deficiencies and in this way the device contributed to the event. Provided information indicates, that when the event occurrence the device was not being used for patient treatment. Based on an information gathered, defect was discovered during daily checking. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issues of headlight cover cracked on lucea 50/100 surgical lights, there is no event which led to the serious injury. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is moderate for headlight cover cracks. The issue has been analyzed by the subject matter expert at the manufacturing site and concluded that according to the picture provided, plastic top covers are deteriorated in the corner and a broken part is missing. The damages were probably caused by a collision. The cover involved was not returned for evaluation. A new cover available as spare parts in the kit must be installed in order to replace the cover damaged and to avoid any incident. To prevent any safety issue user manual for lucea 50/100 (IFU 01741 en 10, pages 26-27) mentions to check the light heads for chipped paint, impact marks and any other damage, during the daily check. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.